Event description:
Consumer states that he has a crack in the seat of the commode on the right hand side. The end user had reported he has used the product for approximately more than 3 years. No injury reported.